Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported during the patient's filter retrieval procedure, the hub separated from the blue sheath. Subsequently, the physician encountered difficulty disengaging the filter as there was no traction with the hub being detached. The physician was eventually able to retrieve the filter. The patient had a CT scan of the abdomen immediately following. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.